Event description:
It was reported that the customer had high blood glucose levels of 232 mg/dl. The customer reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was done. The customer reported that changing the infusion set and reservoir of the insulin pump resolved the no delivery alarm. It was reported that the cause of the occlusion could not be determined at this point. The customer also reported that the there were air bubbles in the tubing and reservoir of the insulin pump during prime. The customer was advised that air bubbles are normal during that process and would not cause the no delivery alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.